Event description:
Rn of home patient (hp) reported hp's patient line of homechoice set became disconnected from trasnfer set during treatment phase drain 5 of 6. Hp stopped treatment at time of 2240 alarm. There was no pt injury or medical intervention associated with this incident.